Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they were having trouble with the device working properly and "not working". The issue began about 3 months prior to the report, "noticeably", according to the patient. It was not getting better and they had to make adjustments every week. When they tried to increase intensity, they felt pain in the bladder. They did not want to overdo the settings on the interstim. The patient noted that about six months prior to the report they had an agent that adjusted the device and it worked a little better, but it was to the point that they had to use 2 depends and almost 3 per day. When they stand up they cannot control themselves. They mentioned they can sleep without getting up, but the issues start when they get up. On (B)(6) 2016 the patient reported again what they previously mentioned. They were up to 3 depends per day and needed a little more, however if they set it too high, it got painful. The patient had an appointment with their healthcare provider (hcp) and it was requested to have a manufacturing representative (rep) available to help with making adjustments. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was looking for an appointment with a rep again. The last time they met with a rep for reprogramming, the rep instructed the patient to not change the settings. After the reprogramming, it had helped some but, for the two months prior to the report, it was not helping. Their bladder was acting up again, the bladder control was going bad, and they were using 1-3 depends a day. At the time of the report, they did not feel stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who noted the patient's device wasn't working and they wanted it removed; the reason for call was to get in touch with a manufacture representative (rep) to find an healthcare provider (hcp) that could remove the device. A rep attempted different programming parameters, but was unable to resolve the issue. As a result of what was reported, the hcp indicated they will refer the patient to a surgeon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.